Event description:
15 min after intitation of the treatment, the pt complained of sob and wheezing. His blood presure went up to 240/120. The treatment was discontinued on this dialyzer and restarted on another. The pt had no further problems. This was the pt's first treatment in-center. He had been on a three other dialyzers at the hospital.